Manufacturer narrative:
Evaluation summary: the device was implanted in 1999, and was in vivo for approximately 10.5 years. The versys zirconia femoral head returned is within the scope of a recall in 2001, due to fracturing of the femoral head. The recall is complete and the family of device is no longer manufactured or marketed. This device was implanted before the recall took effect. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 1999, and revised in 2009, due to the ceramic head fracturing.